Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted . (B)(6). (B)(4).

Event description:
It was reported the end user experienced difficulty removing the skin barrier from her skin after two days of wear time. Once the barrier was removed, the patient noted redness to her peristomal skin. No further patient complications were reported as a result of this event.